Manufacturer narrative:
The customer reported that this unit had battery latch issues. A philips rep spoke with the customer who reported that replacement of the battery latch resolved the failure.

Event description:
The customer reported that this unit had battery latch issues.